Event description:
The hose to a zimmer dermatome failed in one of the operating rooms and burst apart, causing a loud noise. The gas supplying the dermatome was immediately turned off and the fire department was contacted. The instrument and the gas cylinder were removed from the room. Upon inspection by the fire department, it was concluded that the hose had burst. The gas cylinder was inspected by the engineering department and checked out normal. The zimmer company was contacted, and the hose and instrument will be given back to the company for analysis. The hose is routinely checked for wear and tear during the cleaning process prior to sterilization, and is regularly changed by the company. How often the hose is changed by the company is unknown at this time. The patient and staff members were not injured as a result of this incident.